Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure in (B)(6) 2025, under local anesthesia. The patient has already completed his radiation therapy. He received hypofractionated external beam radiation therapy, to around 4860 cgy and prostate 7000 cgy 3 months ago. For the last 2 months, the patient has experienced perineal pain, mostly when he is about to have a bowel movement and he cannot urinate when he is sitting down to have a bowel movement. The patient has also experienced rectal bleeding and proctitis. A magnetic resonance imaging (MRI) detected a 1.5 mm anterior rectal wall fistula into the area where the hydrogel is located, the hydrogel is still present. The patient received a gi scope and they biopsied the proctitis before this MRI, therefore it is unclear whether the biopsy could have contributed to the ulceration. The patient received antibiotics and the pain decreased. He also underwent a diversion procedure for his fistula. Rectal wall infiltration and an abscess were suspected; however, neither was confirmed.

Manufacturer narrative:
Block b3: the provided event date, 06/01/2026, was chosen as the best estimate based on the date that the manufacturer became received the complaint report. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain. Patient code e2314 is being used to capture the reportable event of fistula. Patient code e1301 is being used to capture the reportable event of dysuria. Patient code e2339 is being used to capture the reportable event of ulceration. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of inflammation. Device code a05 is being used to capture the reportable event of gel lasts too long. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.